Manufacturer narrative:
Concomitant medical products: product ID 5076-52 lead, implanted: (B)(6) 2006. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. On (B)(4) 2016 atrial impedance dropped to 152 ohms down from a trend of 304-513 ohms. No episodes are collected in the data. Analysis of the device memory indicated a r-wave amplitude measurement issue. Since (B)(4) 2015 p waves measured 0.125-0.75 millivolts.

Event description:
It was reported that the device had premature depletion. It was further reported that the right ventricular (rv) lead had high thresholds, elevated sensing integrity counter (sic), and was undersensing with no measurement of the r wave. Additionally, the atrial lead had high impedance that triggered a warning and also was undersensing with no sensing of the p wave. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.